Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall with no motor stall recovery was reported. A pump tube set had occurred. The pump had alarmed. The pt had an MRI; it is unk if the date of the MRI coincided with the date of the motor stall. The pt had been on oral medications for other injuries so the symptoms were not clear. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.